Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection and fever. Blood cultures confirmed gram positive cocci. Patient was treated with intravenous antibiotics. Vegetation was observed on the previously capped right ventricular (rv) lead, so the implantable pulse generator (ipg) system was explanted along with the previously capped leads. Six days later, a leadless implantable pulse generator (ipg) was implanted.